Manufacturer narrative:
According to the available info surgery occurred on 2/19/97 to reposition the cylinders and repair the corporal bodies for this pt. The received info indicated that the cylinders were not properly positioned and that the corporal bodies were open and had not healed properly. Tissue was taken from another location of the body to make the necessary repair. It was further noted that there was nothing wrong with the device. Because no components were removed/replaced and these remain implanted and are functioning as intended, qa concluded that no functional abnormalities contributed to this event. Based on the info provided qa accepts the observations that the cylinders needed repositioning and that the corpora needed repairing as the reasons for surgical intervention.

Event description:
"The cylinder were not properly seated which resulted in the corporal body opening. Tissue was taken from another part of the pt's body to facilitate the corporal body repair". As reported to co, no device, nor any device component were removed or replaced.